Manufacturer narrative:
Related evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The investigation of the affected device revealed that the device shows not damages, ruptures or deformations. The dimensions are in specifications. Most likely a imperfect mounted cap led to the failure of the device or the instrument was not proper aligned during insertion. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with sealing cap. According to the information received, the rubber sealing fell in situ of the patient, but was immediately recovered. Additional information is not available.